Manufacturer narrative:
The pump was received with a blank display anomaly due to corroded electronic assembly. The motor and battery tube assemblies were found corroded. The pump failed leak test, unit leak at the display window corners and crack on back of the case. The pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump was received with cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay, missing retainer ring and reservoir tube o-ring. The pump was received with missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had cracks near battery compartment. It was reported that the pump would be replaced and returned for analysis.